Manufacturer narrative:
No further treatment was required. A return material authorization has been provided to the customer for the return of the fetal spiral electrode for evaluation. No material has been received for evaluation. If material is received for evaluation, the complaint can be reopened to add evaluation details. We are considering this to be a malfunction of unknown cause and insufficient information.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a cut to a baby's head occurred following removal of the electrode.